Manufacturer narrative:
Health effect - clinical code: e2343 - hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding and clotting cannot be conclusively established through this evaluation. In addition, pump thrombosis could not be confirmed, as the device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding, pump thrombosis, peripheral thromboembolic events, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Health effect - clinical code: e2343 - hemodynamic instability. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 3003306248-2023-07189. It was reported that the patient was high risk and that this was the patinet's fourth sternotomy. The patient had a history of aortic reconstruction after an extensive aortic aneurysm in the past, prior to the pump implantation, which extended down their iliac arteries. The patient also had a history of restrictive lung disease. A plan was made for a possible right ventricular assist device (rvad) or extracorporeal membrane oxygenation (ECMO) to get off cardiopulmonary bypass (cpb). There was talk of needing circulatory arrest and cardioplegia by the surgeon. The patient experienced a lot of bleeding during pump implantation due previous aortic dissection dehiscence. When the surgeon went to anastomose the outflow graft (ofg), the previous aortic graft repair dehisced and required an aortic repair/reconstruction with dacron graft. Eventually, the ofg was attached and the pump was run at 3000rpm and slowly incremeted up to 5400rpm, flow 3.4 liters per minute (lpm), pulsatility index (pi) 4.7, and pump power 3.5 watts. The hemodynamics were stable at that time; however, the patient continued oozing blood from multiple areas, not at the pump or the apical cuff ring. The patient was placed on ECMO. This was all in conjunction with the bypass oxygenator clotting and needed to switch out the filter. When they swapped it out the blood pressure and hemodynamics tanked, and anesthesia couldn't keep up. The pump flow was 0.5 lpm. The pump was turned down while trying to get hemodynamics and volume back up. The cpb was down for about a minute and they had it running again. They used two cell savers to return the blood, and ordered a massive transfusion protocol in which multiple products were given rapidly. They also gave multiple bags of fresh frozen plasma and ffp and kcentra (prothrombin complex concentrate). They were actively coding the patient with drugs etc. Shortly thereafter all supportive lines (bypass cannulas, ECMO cannulas, cell savers, and the heart itself) were all clotted. The patient expired at 9:53pm.